Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision procedure with a mentor memorygel breast implant 550cc gel breast prosthesis that ruptured after implantation. Rupture was diagnosed during a bilateral removal surgery. The ruptured device was discarded after explantation.